Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that no cause has been identified for the open circuit. There is no specific date set for the replacement of the extension. The extension will be returned for analysis unless it is mistakenly discarded during the case. The open circuit and loss of therapy efficacy has not been resolved at this time, but is expected to be resolved upon successful replacement of suspected culprit extension.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient had a loss of efficacy and there was a potential extension failure. No environmental/external/patient factors led or contributed to the issue. Diagnostics/troubleshooting involved electrical integrity tests on each component of the right system. Interventions/actions will involve scheduling the patient for surgical removal and replacement of the right extension. The issue is not yet resolved. A system exploration was performed due to the decrease in therapy efficacy. The electrical integrity tests in pre-op showed possible open circuits associated with contact number 9 in right brain. Exploration of the system included lead integrity check, battery integrity check, and use of externalized new extension in place of existing extension yielded a finding that the implanted extension is the culprit. Patient will come back in for replacement of that extension on a date that is not yet determined. No further complications were reported or anticipated with this event.